Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine fibroids and spotting vaginal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine fibroids and per vaginal bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.